Event description:
It was reported that during an ablation procedure, the health care professional (hcp) observed the patient with this cardiac resynchronization therapy defibrillator (crt-d) system went into ventricular tachycardia (vt) and the device exhibited electromagnetic interference (emi) oversensing noise. The hcp called technical services (ts) for further review of the presenting electrogram (egm) inquiring if the emi noise induced patient vt. Upon review, the egm showed pacing inhibition of greater than 2 seconds with escape rhythm. It was also noted that the right ventricular (rv) lead shock impedances rose from 109 ohms to 198ohms which is considered to be high out of range. Ts was unable to confirm if the vt was coincidental or was induced. And discussed programming options with the hcp. At this time, no adverse patient effects were reported. The ICD and rv lead remain in service.